Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter had a calcode issue. The complaint was classified based on the customer care advocate (cca) documentation, since the patient could not be contacted to obtain additional information. The patient stated that the meter issue began at 12:30am on (B)(6) 2014. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter readings. It is not known what type/dose of insulin the patient currently administers. The patient denied taking any action in response to their regular diabetes management regimen routine as a result of the product issue. The patient reported that at 2am on (B)(6) 2014 they experienced the symptoms of ¿sweaty and disorientated¿. The patient denied receiving treatment due to the reported product issue. At the time of troubleshooting the cca was able to resolve the issue with troubleshooting. Replacement products were sent to the patient. Although the alleged calcode issue was resolved with troubleshooting during the patient¿s initial call with the cca, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.